Manufacturer narrative:
Upon receipt, the device underwent bench testing. During evaluation the AED produced no audio output. Further evaluation identified a snapped microphone and damaged speaker component. The damage observed is attributed to the device experiencing a drop or significant impact.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the speaker issue. To date the AED has not been returned and the root cause is not known.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.